Event description:
It was reported that 3 bd bd sars-cov-2 visual read 5 tests gave false positive test results. Confirmatory pcr testing was performed. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: I am selling your bd kit for rapid detection sars cov-2 in my pharmacy, I have received a complaint from a customer about lot 1120837 of your kit. Before going for a pcr test the customer did self-tests at home. The son and his mother had illness signs and they were asked to to self tests first before doing any pcr: so they did our test and the son was positive, and the woman made 3 times our test and was always negative. As she was positive with another test (but the son was negative with the other self test) they all did a pcr test which showed that the son indeed was negative and the woman was pcr positive.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The device involved with this complaint, (matl# ), is exempt from us regulatory reporting requirements. The device is for visual read only and is not sold within the u.s. The initial MDR submitted for this device, (MFR report# 3006948883-2021-01005), may therefore be disregarded. H3 other text : see h10.

Event description:
It was reported that 3 bd bd sars-cov-2 visual read 5 tests gave false positive test results. Confirmatory pcr testing was performed. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: I am selling your bd kit for rapid detection sars cov-2 in my pharmacy, I have received a complaint from a customer about lot 1120837 of your kit. Before going for a pcr test the customer did self-tests at home. The son and his mother had illness signs and they were asked to to self tests first before doing any pcr: so they did our test and the son was positive, and the woman made 3 times our test and was always negative. As she was positive with another test (but the son was negative with the other self test) they all did a pcr test which showed that the son indeed was negative and the woman was pcr positive.